Event description:
(B)(4). It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 10mm long target lesion was located in the calcified proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.75mm. A second lesion was noted in the mid lad and was 80% stenosed and 30mm long with a reference vessel diameter of 3.75mm. A 3.5x38mm taxus element stent delivery system was advanced for direct stenting, however it was unable to cross the lesion. A 3.5x15mm non-bsc scoring balloon was then advanced, but it also could not cross the lesion. Predilation then was performed with a 3.0x15mm non-bsc balloon and then with the 3.5x15mm non-bsc scoring balloon. The 3.5x38mm taxus element stent delivery system was attempted to be advanced again, however it could not cross the lesion. While attempting to retrieve the device, the proximal edge of the stent hit the vessel, "possibly a calcium deposit" and the proximal portion of the stent impacted on itself and the balloon was partially retrieved. It was not possible to either advance or retrieve the stent, so it was deployed at its current location. Post dilation was performed with a non-compliant balloon at the damaged proximal portion of the stent. A 3.0x12mm taxus element stent was deployed to cover the lesion and overlap the previously placed stent. No patient injury was observed and it was noted that there was "good final result".

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).